Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 506 mg/dl. The customer reported being sick from their high blood glucose. Customer was vomiting as a result of their high. The customer also stated they were sent the wrong supplies. Customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.